Event description:
The customer reported that cell #10 of biotestcell-i11 is giving a positive direct antiglobulin test in the ortho gel card. The customer did not send the allegedly defective product. Therefore our quality control laboratory tested the retained sample of biotestcell i11 and could confirm that biotestcell-i11 functions correctly. Testing by our quality control laboratory confirmed the allegedly defective lot of biotestcell-i11 functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Event description:
The customer reported that cell #10 of biotestcell-i11 gave a positive direct antiglobulin test (dat) in the ortho gel card. The customer did not return the supposedly defective product. Therefore our quality control laboratory tested the retained sample of biotestcell-i11 in both methods that are described in the instruction for use: the tube method and solidscreen ii in tango optimo. The direct antiglobulin test (dat) of cell #10 reacted correctly negatively. The gel card system is not suitable for the customer´s intended application: detection and identification of unexpected antibodies. In this case, we recommend the tube test and solid phase test solidscreen ii with tango optimo. Testing by our quality control laboratory confirmed the allegedly defective lot of biotestcell-i11 functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Manufacturer narrative:
This is our initial report on this incident.

Manufacturer narrative:
This is our final report on this incident.